Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat ctni cartridge yielded a result of 0.30 ng/ml at 12:55pm on (B) (6) 2009. New sample tested using an I-stat ctni cartridge yielded a result of 0.01 ng/ml (repeated) at 17:35 on (B) (6) 2009 on a different I-stat analyzer.